Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a high blood glucose. The customer¿s blood glucose level was 529 mg/dl at the time of the incident and treated with insulin pump. Customer reported that blood glucose is now coming down and is feeling better. Customer reported that she thinks her tubing was bent and this is why she had the high blood glucose. Customer declined troubleshoot for blood glucose high. The insulin pump will not be returned for analysis.